Event description:
During a routine follow-up, the battery voltage was observed to be low. Six months prior to this visit, the battery voltage was normal. The pt had received a total of 10 charges since implant on 01/15/1998; four for capacitor maintenance and the other six during implant. All other parameters were within normal range. St jude medical technical services recommended that the pt be followed monthly to monitor the battery voltage. However, the physician elected to explant the device.